Event description:
Reporter received email from abbott saying some freestyle libre devices are giving wrong readings and was directed to call the FDA. Her device has difficulty reading and currently says reading is unavailable. She will be calling to report to abbott as well.